Event description:
Needle breakage. Customer reports that needle broke during a surgical procedure for a cyst excision. X-rays were taken. Customer states that surgeon search approximately 5 hours in an unsuccessful attempt to locate and retrieve the needle fragment.